Event description:
It was reported that the filament error message occurred during pain management procedure with a pt involved, therefore the malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and regreased during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.